Event description:
This system was removed due to infection. This lead was discarded by the hospital. Linox sd 60/16, MDR 1028232-2009-01283; setrox s 45, MDR 1028232-2009-01284; corox otw-s 75-bp, MDR 1028232-2009-01285. On 9/16/2009 the device was returned without the leads for analysis.